Event description:
It was reported that an angio-seal evolution was selected for use. The physician was in the process of training for angio-seal evolution deployment, with this being the first deployment. The pt was an acute myocardial infarction pt. A pre-deployment angiogram deemed the pt appropriate for a vascular closure device and the right femoral puncture was reported to be good. A hemostat was used to push the skin down and then the suture was cut. After the suture was cut, pulsatile flow started to occur. A vasoseal was then used to achieve hemostasis (see medwatch# 2249677-2010-00002). The pt was injected with lidocaine and epinephrine the next day to slow the bleeding down. The following day, (B)(6) 2010, when the pt was being followed up, a large hematoma was noticed. The pt had been walking that day. The pt was reported to stable and was discharged.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.